Event description:
It was reported that during surgery, the tip of the assembly pin of the ncb mis guide was bent which provided difficulty of continuing the procedure. It was reported that a concern was raised that this pin could break and be difficult to retrieve within the patient or table area (neither happened).

Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complaint that it will be provided. No surgical report or x-rays were provided for review. A lot number was received for the instrument, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. As soon as additional info become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). Note: the same event happened during two surgeries with four assembly pins. All cases are reported under (B)(4).